Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported the patient saw her doctor 3-4 months ago because she was having an "issue with the machine." The patient noted that the healthcare provider (hcp) gave her a shot and she got better. The patient also noted that someone had programmed the implantable neurostimulator (ins) for her. The patient's leg was now acting up "so much that [she] had to go to the ER a coupling days ago." The patient did not believe that the machine was working because of the pain. The patient was going to call her doctor to "see what they say."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.